Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since k-wires were placed in the patient's spine in a different position than desired with navigation involved, although according to the surgeon: the deviations of the k-wire placements were detected by the surgeon with a post-placement c-arm scan before finalizing the surgery, and the surgeon corrected (re-positioned) the k-wires during the same surgery to the intended positions using x-ray before the following screw placements. The final outcome of this very same surgery was successful as intended, with all placements correct as intended. There was no (direct or increased) risk to harm a critical structure (e.g. Spinal cord or connected nerves or blood vessels) due to the apparent inaccuracy (invasive steps/placements) at this surgery. There was no harm or negative effect to the patient due to the deviating placements, also not due to prolong of surgery/anesthesia (of less than 30 min) for placement corrections. There were further no remedial actions necessary, done or planned for this patient. Hospitalization was not prolonged either. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the deviation of k-wire placements by approximately 4mm using the aid of navigation with automatic image registration (air) for the intraoperative 3d c-arm scan, is a de-calibrated and therefore no longer accurate non-brainlab 3d c-arm. Likely improper/rough handling and/or any induced movement of internal c-arm components resulting thereof, led to the de-calibration of the non-brainlab c-arm. Apparently the resulting deviation of the navigation display was not recognized by the user before the placement of the k-wires with the necessary navigation accuracy verification required after the automatic patient/ scan registration to the navigation and throughout the procedure. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer. Additionally, re-calibration of the affected c-arm was performed by the c-arm manufacturer representative, following that also correct calibration of this c-arm to the navigation was ensured by the brainlab representative, both done on 06 september 2019.

Event description:
A minimally invasive surgery (mis) on the lumbar spine for fixation of vertebrae l2-l5, with decompression, with intended placement of 4 k-wires and 4 pedicle screws bilateral in l2 and l3, was performed with the aid of the display by the brainlab navigation software spine&trauma 3d 2.6. During the procedure the surgeon: positioned the patient in prone position on the operating room table. Attached the navigation reference array on the iliac crest right side with 2 schanz pins and 2-pin fixator. Acquired an intra-operative (pre-surgery) scan with a non-brainlab c-arm, with automatic image registration to match the display of the navigation to the current patient anatomy. Verified the accuracy of the patient registration, and accepted the registration to continue. Used a pedicle access needle calibrated to the navigation to open the cortical bone (pilot holes), and to place the 4 k-wires (3.5mm) bilateral in l2 and l3. Performed a post-placement verification c-arm scan, and determined that two (2) of the 4 k-wire placements deviated from the intended position: 2 k-wires on the left side l2 and l3 deviated by ca. 4mm lateral. The surgeon decided to correct the position of the deviating 2 k-wires. Re-placed (re-positioned) the 2 k-wires on the left side using single x-ray shots. Performed another post-placement verification c-arm scan (with automatic image registration) and determined all k-wire placements to be now correct. Placed the 4 pedicle screws following the existing k-wire positions with a (navigated) non-brainlab screwdriver, and verified correct placement with post placement x-ray shots. Completed the surgery successfully as intended. According to the surgeon: the deviations of the k-wire placements were detected by the surgeon with a post-placement c-arm scan before finalizing the surgery, and the surgeon corrected (re-positioned) the k-wires during the same surgery to the intended positions using x-ray before the following screw placements. The final outcome of this very same surgery was successful as intended, with all placements correct as intended. There was no (direct or increased) risk to harm a critical structure (e.g. Spinal cord or connected nerves or blood vessels) due to the apparent inaccuracy (invasive steps/placements) at this surgery. There was no harm or negative effect to the patient due to the deviating placements, also not due to prolong of surgery/anesthesia (of less than 30 min) for placement corrections. There were further no remedial actions necessary, done or planned for this patient. Hospitalization was not prolonged either.